Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular impedance and thresholds had been consistently rising with an indication for exit block. The implantable pulse generator (ipg) system remains in patient. Due to the patient being pacemaker dependent the physician decided to implant a leadless pacemaker. No patient complications have been reported as a result of this event.